Manufacturer narrative:
H3 other text : device not returned.

Event description:
The customer reported a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Event description:
The customer reported a "speaker malfunction". The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.